Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited noise over-sensing. The noise was not reproduced in clinic, and no intervention was performed. Patient condition was stable, and the patient would continue to be monitored.